Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported that patient's infusion finished earlier than expected and caused venous return at the patient's implanted site. The patient required hospitalization for further care. No further adverse effects were reported for the patient.

Manufacturer narrative:
One unused cadd® administration set was returned for investigation. The sample was received inside a plastic bag and within its original unopened packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. The sample was visually inspected at a distance of 12" to 24" and under normal lighting conditions; no discrepancies were found. During functional testing, the cadd® administration set was filled with water and attached to a cadd®-solis vip 2120 pump and the accuracy and flow rate of the device was evaluated. Throughout testing, no alarms were activated and no issues were detected. No fault was found with the returned administration set and investigation determined that the device functioned as designed. Please note: there are six potential lots associated with the reported incident. The potential lots are listed below. Potential lot 1: 45x751, catalog number: 21-7083-24, manufacturing date: 01/15/2016, expiration date: 12/28/2020. Potential lot 2: 45x350, catalog number: 21-7083-24, manufacturing date: 06/20/2015, expiration date: 06/28/2020. Potential lot 3: 45x648, catalog number: 21-7083-24, manufacturing date: 11/20/2015, expiration date: 11/28/2020. Potential lot 4: 45x581, catalog number: 21-7083-24, manufacturing date: 10/07/2015, expiration date: 09/28/2020. Potential lot 5: 45x269, catalog number: 21-7083-24, manufacturing date: 05/08/2015, expiration date: 04/28/2020. Potential lot 6: 46x299, catalog number: 21-7383-24, manufacturing date: 05/09/2016, expiration date: 04/28/2021. (B)(4).

Event description:
It was further reported that the patient's infusion finished one hour earlier than expected and resulted in a venous return at the patient's implanted site. It was reported that the patient was hospitalized for the removal and replacement of their implanted site. No further adverse effect to patient were reported.